Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4 was failed and unable to recover. A field service engineer reseated the row board cable and adjusted the rear chassis. The fse was unable to log in to the hardware test application (hta), the testing was performed in the application by customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and an error message was displayed on the screen. The customer stated that she had switched off the station, unplugged the power cord, plugged it back in, and powered the station on again, but they were still unable to recover the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.